Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had radiation and now the lead trends from the device are showing "data invalid" and the trends are not available. A lead integrity alert also tripped for high impedance and high threshold on the right ventricular (rv) lead. The device and rv lead are still in use. No patient complications have been reported as a result of this event.